Event description:
Event description cpi received information that one day after the implant this endotak picotip lead dislodged. The physician elected to remove the lead and replace the lead with a positive fixation lead.